Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump alarmed critical pump error. The customer¿s blood glucose level was unknown at the time of the incident. The customer reports receiving a critical pump error image and the screen says the insulin pump is no longer working properly, consider using insulin treatment. She removed the battery to stop it from alarming, flashing and vibrating. The customer had gone swimming prior to the issue occurring and was in the water for about 20 minutes in about waist deep water. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump was received with critical pump error (open book image) due to moisture damage on the electronic assembly. Unable to perform the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test due to critical pump error (open book). Unit had moisture damaged on motor assembly. No cosmetic damage on case noted.

Manufacturer narrative:
The information provided in product code and common device name were incorrect with the initial report. The correct information has been provided with this report.